Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the al326 instrument jaw fell off the instrument. There was no consequence to the pt.